Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for ¿small bowel obstruction necessitating revision/removal¿ were not provided.] (B)(6) 2015: (B)(6). (B)(6). Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedure: laparoscopic gore-tex repair of the incisional hernia. Surgeon: (B)(6). Anesthesia: (B)(6). Description of procedure: ¿the patient and surgical site were identified and informed consent was obtained. The patient was brought to the operating room, placed on the operating table in supine position. A time-out was performed and all members of surgical team confirmed patient¿s identity and the surgical site. General endotracheal anesthesia was induced. Intravenous antibiotics was given preoperatively. Entire abdomen was prepped and draped in a sterile fashion. Naropin 5% was injected at the incision site. A 5 mm trocar was inserted through a left upper quadrant incision under camera guidance. Pneumoperitoneum was induced with carbon dioxide, pressure was maintained and tolerated well at 15 mmhg. Extensive adhesions between the omentum and anterior abdominal walls were present extending from the subxiphoid area all the way down to the suprapubic area. Three trocars were placed in the right flank area under direct vision. Approach was switched to this side and under meticulous sharp dissection using scissors and very judicious use of cautery was used to lyse the adhesions between the omentum and anterior abdominal wall. Multiloculated hernia was encountered close to the midline and dissection continued freeing all large amounts of omentum from inside the hernia sacs. The right side margin of the hernia was reached and enough visibility was obtained of the right flank area to place two additional trocars there and dissection was completed from that side as well. The extent of the hernia and the anticipated repair was marked on the anterior abdominal wall using transabdominally placed spinal needles. A minimum of 4 cm overlap will be maintained beyond all hernia edges. Measurements were taken on deflated abdomen. Appropriate size dual-mesh gore-tex patch was selected for repair. Patch was marked for proper orientation and then four quadrant cardinal sutures of gore-tex were placed around the edge. Patch was rolled and inserted into the peritoneal cavity through the 10 mm trocar site. Patch was unrolled intraperitoneally and positioned centrally underneath the hernia defect. Cardinal sutures were then pulled through abdominal wall using small stab incisions and suture passer. Care was taken to stretch the patch tightly against the undersurface of the anterior abdominal wall and when this was assured, sutures were tied and knots were buried subcutaneously. Titanium tacks were then used to secure the edge of the patch to the peritoneum around the parameter at 1 cm intervals. Four additional transabdominally placed sutures of gore-tex were used to further secure the patch. These were passed using suture passer and knots were buried subcutaneously. Peritoneal cavity was irrigated with neosporin solution. Good hemostasis were present and no enteric content leaks were seen. Using enclosure instrument, #0 vicryl was placed through the fascia at the 10 mm trocar site. All trocars were removed under direct vision and no bleeding was noted. Pneumoperitoneum was deflated and the vicryl was tied obtaining secure fascial closure. Subcutaneous tissue was closed using interrupted #3-0 vicryl and skin was closed using staples. Sterile dressing and abdominal binder were secured. The patient was awakened and extubated in the operating room. She was taken to recovery room in satisfactory condition having tolerated the procedure well. Estimated blood loss: 150 ml. Specimens: none.¿ (B)(6) 2015: (b(6). Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp08. Lot batch code: 13767183. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/13767183) was implanted during the procedure. (B)(6) 2016: (B)(6). (B)(6). Radiology-CT abdomen/pelvis. Indication: hernia repair (B)(6) 2011. Previous gastric bypass and cholecystectomy. Lower abdominal pain near hernia repair. Diarrhea. Impression: postsurgical changes following ventral hernia repair. Mesh in the anterior abdominal wall. Associated edema in the operative region. Small focal fluid collection extending from the hernia repair into the anterior abdominal wall. Seroma versus small abscess. Additional areas suggesting fat necrosis with small fat and fluid collections. Additional body wall edema lateralizes left greater than right. Correlate clinically for evidence of infection. Cirrhosis with spontaneous splenorenal shunt. Varices. Stable appearance. Gastric bypass. Hiatal hernia. Diverticulosis. Mass or nodule within the otherwise fatty replaced left breast. Correlate with mammograph and possibly ultrasound. Records span (B)(6) 2015 to (B)(6) 2016. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d15: cause not established. H6: health effect impact code: f24: insufficient information. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as insufficient information and no findings available and will be closed as ¿cause not established¿. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 13767183. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2015 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: small bowel obstruction necessitating revision/removal. Additional event specific information was not provided.